Event description:
New information received notes that the implantable cardioverter defibrillator and the right ventricular (rv) lead were explanted and replaced. Patient condition was stable.

Event description:
Related manufacturer reference number: 2017865-2021-37571. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed non-sustained ventricular oversensing due to right ventricular lead noise, as well as a high pacing impedance on the right ventricular lead. No changes or intervention was performed. The patient was in stable condition.